Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter kink is confirmed and was determined to be use related. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. Kinks were observed approximately 0.5 cm, 2.2 cm, 3.5 cm, and 5 cm distal to the bifurcation. The kink about 3.5 cm distal to the bifurcation was noticeably larger than the other observed kinks. The location and number of kinks observed in the returned sample suggest the kinks occurred due to catheter positioning outside the body and/or securement technique. The product IFU cautions: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rebu0691 showed no other similar product complaint(s) from this lot number.

Event description:
During the investigation of the sample, it was noted that that the PICC catheter was kinked.